Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since functional testing revealed that the unit performed as expected. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed as the cac adapter was able to make secure connections with and reliably provide power to the controller. Therefore the exact root cause of the reported issue could not be determined. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that while the patient was seen in clinic on (B)(6) 2015, the patient mentioned that their ac adapter was not making a secure connection with the controller and that it would disconnect easily. The ac adapter was exchanged with no reported patient consequences. No further information was provided.